Manufacturer narrative:
Evaluation summary: the valve as received has leaflet 2 in an open position. Tear drop like in shape hole, non through abrasion, not through the entire thickness of the tissue, is detected in the cusp area of leaflet 2; it measures to approximately to 2mm by 3mm. The described non-through hole is beveled at the outflow aspect; it is not visible at the inflow aspect. The characteristic of such disruption are typical to those caused by a suture tail abrasion. An end of a white suture thread was in alignment with the abrasion. Also in leaflet 2, a tear is evident along the midline of the free margin into the cusp area to the described non through hole. The tear measures to approximately 6mm. Serrated marking, most likely due to surgical tool, are detected along the attachment of leaflet 2 at commissure 3. Minimal calcification is detected in the cusp area of all three leaflets. Heavy host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest distance of approximately 5mm. Host tissue overgrowth is moderate to heavy at the stent inflow. The sewing ring is cut, exposing the wireform at inflow aspect. The x-ray demonstrates calcification. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. The device has been received and was evaluated on 02/18/2010.

Event description:
It was reported that the device was explanted after an implant duration of approximately 125.3 months. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to aortic stenosis.